Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported about a month ago they noticed the ins was off and ins was at 60% charged and they did not turn off the ins. Patient stated this happened twice since a month ago. Patient stated they don't turn off the ins. Agent reviewed therapy on/off button. Agent reviewed device function and recommend patient monitor ins function and consult with hcp ofc for next step if the issue continue. The patient was redirected to their healthcare provider to further address the issue.